Manufacturer narrative:
Batch review performed on 13 october 2023 lot 1908833: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant. Batch review performed on 13 october 2023 on gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot. 1908775 lot 1908775: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to laxity, at about 3 years 4 months from the primary. The patient came in reporting pain and discomfort. During revision, after little itting with a bone tamp, femoral component cemented was easy to take out. No cement on backsurface. The surgeon revised successfully the femur and insert (10 to 14 mm). The surgery was completed successfully.